Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was obesity, history of deep venous thrombosis (dvt) and need for orthopedic operation. Under fluoroscopic control the filter was deployed at the level of l3, which was in the inferior vena cava between the iliac veins and the renal veins. There was no report of complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to fracture, tilt, perforation of filter strut(s) beyond the ivc and into surrounding tissue/organs. Approximately twelve years after implant, a CT scan revealed the superior end of the filter is at the l2-3 interspace. The ivc filter is tilted, fractured and embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. Two anterior struts perforate the ivc wall both 4mm and reside within the soft tissues. One medial strut perforates the ivc wall 5mm and contacts the aorta. One posterior strut perforates the ivc wall 5mm and contacts the aorta. One posterior strut perforates the ivc wall 4mm and resides within the soft tissues. One lateral strut perforates the ivc wall 4mm and resides within the soft tissues. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the ivc filter, filter embedded in wall of the ivc, fracture filter and the fractured struts retained within the ivc. The patient further reports high blood pressure and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding tissue/organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and hypertension do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: fracture, tilt, perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient's implant records, filter placement was indicated due to obesity, history of deep venous thrombosis (dvt) and need for orthopedic operation. The internal jugular vein was accessed. Under fluoroscopic control the filter was advanced through the carrier and deployed at the level of l3, which was in the inferior vena cava between the iliac veins and the renal veins. There was no evidence of bleeding. The patient was discharged in satisfactory condition. Approximately twelve years and three months after the filter was implanted, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis. The reformatted images were submitted for evaluation of the filter. It was noted that the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted medially at the superior end and it does not contact the ivc wall. The ivc filter is tilted laterally at the inferior end and it is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. Two anterior struts perforate the ivc wall both 4mm and reside within the soft tissues. One medial strut perforates the ivc wall 5mm and contacts the aorta. One posterior strut perforates the ivc wall 5mm and contacts the aorta. One posterior strut perforates the ivc wall 4mm and resides within the soft tissues. One lateral strut perforates the ivc wall 4mm and resides within the soft tissues. No hemorrhage or thrombus was seen within the ivc. There is one lateral fractured strut. This study was compared to another CT scan completed a month prior, and similar findings were reported. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the ivc filter, filter embedded in wall of the ivc, fracture filter and the fractured filter struts retained within the vena cava. The patient further reports suffering from high blood pressure and experienced anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: fracture, tilt, perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: fracture, tilt, perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.